Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation uterus wall/migration/perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), pelvic pain ("pelvic pain"), back pain ("severe back pain"), adverse event ("abnormal symptoms") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy). Essure was removed in 2013. At the time of the report, the uterine perforation, abdominal pain, pelvic pain, back pain, adverse event and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, dysmenorrhoea, pelvic pain and uterine perforation to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2014 and date(s) of removal: (B)(6) 2018 : (as per ppf discrepancy noted). Plaintiff received treatment for dysmenorrhea, migration, perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: results: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 2-oct-2019: pfs received. Event dysmenorrhea was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation uterus wall") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, following the implant, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), pelvic pain ("pelvic pain"), back pain ("severe back pain") and adverse event ("abnormal symptoms"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy). Essure was removed in 2013. At the time of the report, the uterine perforation, abdominal pain, pelvic pain, back pain and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2013: confirming full occlusion of fallopian tubes company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.